Event description:
It was reported that patient presented for in-clinic follow-up for MRI procedure. The atrial lead was oversensing noise resulting inappropriate mode switch. It was determined to be due to electromagnetic interference. The MRI procedure succeeded, and no intervention was performed. The patient was stable throughout.